Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the nylon standoff was found broken. Analysis also found the system fan was noisy, the power supply was corroded, and the floppy drive was intermittently not reading disks. Concomitant product: product ID: 229047, analyzer. (B)(4).

Event description:
It was reported the programmer will not boot up and gives an error. The programmer was returned for repair and calibration. There was no patient involvement.